Event description:
It was reported that the patient underwent a transforaminal lumbar surgery to treat an adjacent level of a previously instrumented level. It was reported that while inserting a 7.5 screw into a hole that was previously a 6.5 screw; the 7.5 screw would not advance one the cortical threads engaged causing the tip of the driver to break. The tip was removed. The screw was left a little proud but the construct was secure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with excessive force. A review of the device history records did not identify any applicable nonconformance to specification.